Manufacturer narrative:
The pump has been received for evaluation, but the evaluation is not yet completed. Once the evaluation is completed, or if additional information is received, a follow-up report will be filed.

Event description:
The facility reported an overinfusion found during patient use, with no patient injury or medical intervention needed. The pump was infusing chemo 5fu and was set at a rate of 42 ml/hr. Volume was set at 1000 cc to infuse over a 24 hour period. The infusion started at 1:00 pm and was checked at 3:20 pm. At this time, the pump indicated that 920 ml were left to infuse. At 10:20 pm, the pump was alarming for air and the bag was empty. No additional information.